Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-sensed t-wave oversensing was noted on a stored egm. Programming changes were made.